Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose. The blood glucose reading was 600 mg/dl. The hospital removed the infusion set and found that the cannula was bent. The customer was treated with manual injection. The customer's mother stated that she would call back to provide more information and to complete troubleshooting.